Event description:
The customer reported that the system would not boot beyond 18 errors. The p7/j7 on motor relay pcb was loose.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The system interlock was not working, so the c-arm would not boot beyond 18 errors. The connector p7/j7 on power motor relay board was loose causing the problem. After tightening the connector, the system would boot error free and perform within specs.